Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after implant. The ra lead was repositioned and remains in use. During the revision procedure there was an "arching spark pop like" sound and the right ventricular (rv) lead immediately failed to pace. Right ventricular lead insulation damage was identified. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.